Event description:
It was reported by the nurse that leakage was observed. It was indicated that the catheter was inserted into the patient in the right ij over the weekend and on (B)(6) morning it was noted that the catheter had infiltrated (leaked out the vascular system). The patient was given an injection of regitine, which was indicated this is routinely performed during this kind of situation. The catheter was removed and there was no harm to the patient. It was indicated that there were 3 pressors (medications) being used on the patient for blood pressure. There was no dye injections given to the patient at any time. The nurse flushed the catheter once the catheter was discharged; however, there was no leakage observed. It was also indicated that a new presep catheter was not inserted. Patient was doing fine.

Manufacturer narrative:
One triple lumen 20cm oligon presep catheter was received without the packaging. The catheter appeared to be in good condition. There was also 2 injection caps returned detached from the catheter. There was no other component returned. The catheter was examined for any damage to the extension tube's and catheter body and there was no damage observed. Leak testing was performed and no leakage was observed. The catheter passed in-vitro calibration on both vigilance I and ii monitors and optic modules. The catheter also passed transmission and cross-talk testing. Lot number was not provided, therefore review of the manufacturing records could not be completed. No damages or defects were found on the catheter that would have contributed to the infiltration reported. Review of the available information suggests that anatomical or clinical factors may have contributed to the event reported. No actions will be taken at this time.